Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. Upon investigation the electrode belt was unable to communicate with a monitor.